Event description:
Initially the customer contacted baxter technical service regarding an unrelated alarm which occurred on the homechoice device during use for peritoneal dialysis (pd) therapy. The baxter technical service representative (tsr) assisted the customer to resolve the issue over the telephone with no report of a patient injury or need for medical intervention at the time of the initial call. During a follow up call by baxter product surveillance on (B)(6) 2012, regarding the unrelated alarm, the caregiver (cg) stated that the patient had passed away the night before (exact date not provided) and that no further information was available at this time. Baxter homecare services contacted the registered nurse (rn) in an attempt to obtain further information regarding the report of the patient passing away. The rn declined to provide any additional information.

Manufacturer narrative:
(B)(4). This is a report in which baxter product surveillance initially contacted the customer to follow-up on a complaint for an unrelated issue with the homechoice device. During the call, the customer reported that the patient died. There was no allegation of a device failure. The homechoice device was returned to the baxter product analysis laboratory (pal) for evaluation. The device passed the homechoice rite (returned instrument test evaluation) electrical test but failed the homechoice rite functional test due to failing the tilt test. The tilt test failure is not a failure that would have caused or contributed to the patient's death. Internal & external visual inspections performed revealed no problems. A 2 year review of service data was performed for homechoice cycler serial number (B)(4). Review of the device service history and device history review revealed no issues that could have caused or contributed to the patient passing away. As a result of the pal device evaluation , no failure or malfunction was identified that could have caused or contributed to the patient's death. The problem is not confirmed. The assignable cause of the problem is undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is expected to be returned to baxter. Baxter is awaiting receipt of the device. Upon receipt of the device, the device will be evaluated. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.